Event description:
It was reported that after injecting ovd (ophthalmic viscoelastic device) healon gv into the eye, many white particles appeared. The surgeon removed the white particles immediately and is not available to be investigated. No adverse effect to the patient. No further information available

Manufacturer narrative:
Implant date: not applicable, as this is not an implantable device. Explant date: not applicable, as this is not an implantable device. (B)(6). The device was not returned for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section d9: device available for evaluation: yes. Date returned to manufacturer: 01 july 2022. Section h3: device evaluated by manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Complaint product contains a product box, directions for use (dfu) and an activated syringe with approximately 0.3ml expellable healon solution in it and a plunger rod attached to it. Cannula and blister tray were not returned for investigation. There were no observations which could explain the customer's reporting of particles in the solution. There was no indication that the silicone layer on the inner surface of the glass cylinder was damaged. There was no indication that the glass cylinder itself was damaged and therefore the particles are not glass nor silicone. No additional comments. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.